Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump has a frozen screen and unresponsive buttons. Customer has experienced this problem in the past. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump received with intermittent button response due to moisture damage on the keypad traces. No frozen display observed during the analysis. A cracked display window, cracked reservoir tube lip and scratched lcd window noted.